Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was unknown mg/dl. The customer reported that the she changed her infusion set and reservoir and they changing every third day. The customer declined connecting to helpline because she going to see her doctor and she has enough supplies.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.